Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling the intestinal loop, the reload did not connect to the device. The stapler was also unable to fire although the surgeon as able to press the green button and squeeze the handle. Replaced the reload to complete the case. There was no patient injury.